Event description:
Upon withdrawal of guide wire delivery placement of double lumen central venous catheter the wire became unraveled. This necessitated removal of the catheter and wire to be certain the entire wire was removed. Another kit had to be used. The internal jugular vein had to be stuck again.